Manufacturer narrative:
Other applicable components are: product ID: 8709sc, lot# n287723004, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: n287723004/n287723004, ubd: 12-apr-2013, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine (24mg/ml at 0.5mg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the catheter was pulled out of the intrathecal space. It was unsure if any environmental, external, or patient factors were known to have led to this issue. MRI had confirmed the location of the catheter. Catheter revision was performed. The spinal segment was revised and 26cm were removed from the old catheter. The issue was resolved and the patient was "alive - no injury." No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. It was reported that the patient¿s catheter was slipping out of the anchor when the patient goes biking and this had happened in past. It was further noted that this same thing had occurred again. Refer also to MFR report # 3004209178-2019-04675 regarding subsequent event. The indication for use regarding the pump was non-malignant pain and failed back surgery syndrome.